Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-p4, lot # n326979n01, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
The patient reported the stimulation device was removed. The patient had extreme pain from back hurting down her legs which got worse. The indication for use was spinal pain and other chronic/intract pain (trunk/limbs). If additional information is received, a follow up report will be sent.